Event description:
It was reported that during preparing for a coronary artery drug eluting stenting treatment procedure, stent damage occurred. A 2.75x32mm taxus express2 drug eluting stent (des) had been selected to treat an unk lesion. During the unpacking of the device, it was noticed that the stent struts appeared "defective." The device was not used in the procedure and did not contact the pt. The procedure was completed with another 2.75x32mm taxus express2 des. There were no pt complications reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint, deivce, if there is any further relevant info from that review, a supplemental medwatch will be filed.